Event description:
User alleges that when they went to extubate a pt, the end of the endotracheal tube was almost completely occluded with dried secretions. This pt had been lavaged and suctioned frequently. No adverse outcome reported.